Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va01227, implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer via the representative reported the patient had a fall and the system was no longer working. An impedance check revealed that the lead had been compromised on contacts that had been checked. The patient could not tolerate the impedance check so it was aborted. It was unknown if the issue was resolved at the time of report. The surgeon had been notified but no action had been taken as of the day of report. It was noted no surgical intervention occurred and it was unknown if any surgical intervention was planned. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
It is noted that adverse event has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.